Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "unit gives a system failure 322 error, restart device error during startup", could be confirmed. The cause of the error code 322 can be attributed to a dirty high pressure valve which forces the unit to a safe state. The residues of dirt can be caused by a unclean hose which was in use. The additional determined issues are independent from the reported failure from customer. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "unit gives a system failure 322 error". No negative impact in state of health reported.